Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the system controller was confirmed. A review of the downloaded controller event log file spanned approximately 11 hours (27nov2023 from 01:12: ¿ 12:43:26 and 03jan2024 per time stamp). There were no alarms active in the log file that were indicative of presence of fluid in the controller. The returned system controller, serial (B)(6) was functionally tested and found to operate as intended during analysis. There was an incidental finding of low audio tone due to some debris in the speakers. The controller was able to support pump function for an extended period of time. No alarms were reproduced while testing. The controller was opened to inspect the extent of the fluid ingress. The entire backup battery compartment, inner housing, and bulkhead connector, power cable connectors, and printed circuit board assemblies (pcbas) were covered in green fluid ingress. The presence of fluid did not affect functionality of the controller. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller had fluid ingress near the emergency backup battery (ebb). The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.